Manufacturer narrative:
Additional information/correction: h3 - yes, evaluation h6 - codes updated investigation results: the complaint sample of the leading material (pl572t) was received in a used condition with a slight clip jam. Nine clips are still contained inside the clip cassette. The involved components (pl520r; pl522r) were received without obvious defects. On both components a black tape was attached. Pl575su was not provided for investigation. Batch history review: pl522r: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Pl520r; pl572t; pl575su: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse eventwas based on the patient harm, revision surgery. Conclusion/preventive measures: based upon the above-mentioned investigation results, a definitive root cause cannot be established. The reported issue could not be reproduced during functional testing. The clip cassette was holding tightly on the shaft. The magazine retention force was well above the required minimum value of 2newton (n). The recommended maintenance date was overdue for both shaft pl522r and handle pl520r. According to the applicable "instruction for use" (IFU) ta012509 2022-06 change no. Ae0061781: "4. Maintenance and service 4.1 maintenance: to ensure reliable operation, aesculap recommends maintaining the product as indicated on the maintenance label. For corresponding services, contact your national b. Braun/aesculap agency. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with pl572t - ligature clip 12 mag.= 144 pcs. According to the complaint description, the cartridge(pl572t) dropped from pl522r and remained in the patient's body on january 12th during a thoracoscopic surgery for an esophageal case. On that date, the medical staff closed the wound without noticing that the cartridge had fallen. After the procedure, according to the postoperative x-ray, some residual material was noted. A secondary operation was performed to remove the remaining material on january 16th. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Involved components: pl522r - shaft compl.d:5mm l:310mm - lot unknown (400585180). Pl520r - challenger ti-p handle - lot unknown (400585181). Pl575su - challenger ti-p co2-cartridge only - lot unknown (400585183).

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.